Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm size is unknown. Vessel tortuosity was reported to be severe and calcification was slight. It was reported that the 3-dimensional imaging showed the aortic neck to be angled 60 degrees. A type ii endoleak was noted at time of implant. It was reported that a physician spoke with the patient about the option of adding a cuff to resolve the endoleak or for surgical conversion. The patient chose surgical conversion. The explant procedure was performed without complications and the physician converted the patient to open surgical repair. The patient was reported to be doing well and additional sequelae were reported.